Event description:
Reporter stated the check button on the infusion device does not function, and he was unable to clear an e8 power interrupt error. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).